Manufacturer narrative:
This report is submitted march 1, 2021.

Manufacturer narrative:
This report is submitted on november 13, 2020.

Event description:
Per the clinic, the patient experienced fluctuating impedances and hearing performance issues. The device was explanted (specific date not reported), and the patient was reimplanted with a new device on the contralateral ear, on (B)(6) 2017.